Event description:
Revision surgery - in 2201 (2001?) The patient had a tsa done by another surgeon. The patient subsequently fell in a motorcycle accident and a revision tsa using encore stem and head and biomet revision metal back glenoid was used. The patient recently began feeling pain, and it was determined that the last tsa had failed. The implants were removed and the patient underwent a conversion to the encore reverse shoulder prosthesis.